Event description:
The customer reported the ventilator would not power up on battery. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. This event would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the customer reported problem. The service engineer replaced the back up battery to address the finding and reported problem. Applicable final testing was performed per operating specifications.